Manufacturer narrative:
Updated information added to b3, d8, d9, h3, h4 and h6. This report is being supplemented to provide additional information based on the user culture test results, legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds checklist and did not confirm any obvious deficiencies in the reprocessing of the device. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 3 ufc/100ml. Bacterial identification: micrococcus spp. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1 ufc/100ml. Bacterial identification: n/a. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture was tested, after reprocessing in accordance with the instructions for use (IFU), and before repair, no bacteria were detected. According to the IFU, the reprocessing procedures are described in the following chapters. This may prevent the reported event: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the cystonephrofiberscope tested positive for an unspecified contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.